Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered 23022 errors and a message indicating potential problem with boom at power-up. The technical support engineer (tse) was able to see that the issue was related to a brake test on the gantry shoulder. The tse asked if there were any apparent signs of damage to the boom, but the caller stated no. They powered down the entire system and did an emergency power off (epo). After powering back on there was no change and the 23022 error returned. The procedure was aborted prior to patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The error 23022 presented at power on. The fse was able to bypass error state by installing cannula on a universal surgical manipulator (usm) during post. Once system had completed post, the fse removed the cannula and operated the system normally. The fse replaced the axes controller platform dual (acpd), but the issue did not resolve. The fse burnished shoulder axis brake back and fourth, but the error 23022 was still present after exercising brake. The fse noticed moving boom back and fourth required less force than expected. With power off/on moving boom back and fourth, it was still less than expected. The fse noted that the connection to j11 on acpd looks good. The fse swapped axes controller platform (acp) 4/5 and programmed. There was no repeat of error 23022. The fse swapped acp 4/5 back to original configuration and there was no repeat error 23022. The fse continued to experience less force needed to move shoulder axis brake. The fse compared to xi robot in next room and noticed it was very difficult to move and it did not budge compared to the dv5 robot. After swapping acp's back and fourth and the burnishing, the brake holding had improved. Attempting to move the boom side to side required more force. No errors were presented when moving the boom physically. The fse performed multiple power cycle with no repeat errors. The fse later followed up to review the system logs and determined not further tests were required. The system was tested and verified as ready for use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.